Event description:
Catheter's distal end broke off and detached in the pt during a diagnostic run-off procedure. Retrieval of the detached segment utilizing a snare was uneventful. Another catheter was used to successfully complete the procedure without pt complication. A segment of the device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the shaft was kinked at 18.9 cm and 20.1 cm and sheared off at 20.9 cm. The remaining distal portion, approx 44.1 cm, was not returned. A rupture was noted in the shaft at 18.9 cm and the edges of the material were forced outward. There was a kink on the back side of the rupture. Co's evaluation indicated the catheter burst may have been the result of back pressure build up in the shaft due to kinks at both the burst site and distal to the burst site. Therefore, co does not attribute this event to the device.